Event description:
Customer reported receiving a motor error alarm. The blood glucose reading was 157 mg/dl. Customer stated that he is disabled and falls quite a bit. He stated that the insulin pump was not exposed to a strong magnetic field or MRI. He stated that he was able to rewind the insulin pump. Customer also stated that the display had been blank but that it had returned. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to corroded motor home switch. No blank display noted. Unable to perform basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to constant motor error alarm. Moisture damage was found on electronic assembly. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.